Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following impella cp implant, the pump began to experience persistent suction issues. The staff was unable to resolve the noted suction and the decision was made to escalate to impella 5.5 support. No patient harm was reported due to the issue.